Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "contracture, baker grade IV". Right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of capsular contracture was received on october 13, 2022, with lot number 3503269. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed on the shell. Creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "contracture, baker grade IV". Right side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.